Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4) (MDR and 1 of 2), and (B)(4) (2 of 2).

Event description:
(B)(4). The dealer reported that the tdxsp-cg custom power wheelchair was leaking grease from the gearbox. There was no injury reported.